Event description:
It was reported that the patient felt dizziness with an implantable cardioverter defibrillator (ICD) shock and presented to the emergency room, where it was determined by the physician that the patient received an inappropriate shock for sinus tachycardia. The ICD mode was changed and the patient was discharged from the hospital. The ICD remains in use. The patient is a participant in the improve sca clinical study. No further patient complications have been reported as a result of this event.